Event description:
The customer reported that he went to the emergency room due to diabetic ketoacidosis, with a blood glucose of 685 mg/dl. The customer inspected the drive support cap, and it appeared to be flush, but not protruding from the case. Advised the customer of his out of warranty options, and explained that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.